Event description:
It was reported that the patient was seen on (B)(6) 2013, for routine follow up and intermittent short circuits were observed. The patient came back on (B)(6) 2013, with complaints of a pop sound and then no sound from the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.